Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted inflated the balloon with the returned syringe and 10 mbs. Concentricity of balloon ok and rested with no leaks. Using the returned syringe and after 5 minutes less than 0.2 ml of the solution passively returned to solution. The test was performed again with the inhouse syringe and the balloon passively deflated in 1 min and 46 seconds with no issues or cuffing, also received 4 photo samples. First photo sample shows top view of catheter and syringe used. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. No additional actions are required at this time since root cause was not identified. A DHR and labelling reviews were not required as the reported event was unconfirmed. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water leaked from the tip of the foley catheter. Per follow up information received via ibc on 24oct2024, customer confirmed that there was a pinhole in the catheter.

Event description:
It was reported that during the pre-test, sterile water leaked from the tip of the foley catheter. Per follow up information received via ibc on 24oct2024, customer confirmed that there was a pinhole in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.